Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed no delivery. It was noted that the reservoirs are expired. Customer declined to troubleshoot due to the expired reservoirs. Customer reported he experienced high blood glucose. Customer stated that he received a replacement insulin pump due to motor error alarms on (B)(6) 2014. Customer stated that he thinks that he is having issues with the infusion set because the ones he received look different; seems like the tubing is plastic but are not expired. Blood glucose value is 200 mg/dl.nothing further reported.